Event description:
A patient was admitted to the hospital for a myocardial infraction in 2002. 4 days later, it was discovered that the patient had broken instrumentation at l5. There is no re-operation scheduled at this time. No other adverse consequences to the patient. The part and lot numbers were not reported and the device remains implanted so no further evaluation can be performed. A definitive cause of the event cannot be determined. No further action can be taken at this time.